Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they didn't think their device had been working because they were experiencing more pain. When they checked their device it said por. No further device issue alleged / identified. No further patient symptoms or complications were reported.